Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: daily insulin delivery totals appear inconsistent due to the time and date issue. A review of the black box shows a manual time and date change from 1:25pm (B)(6) 2012 to 12:31pm (B)(6) 2012, and a manual time change on (B)(6) 2012 from 1:16pm to 1:17am. The total daily dose history shows the date changing from (B)(6) 2012 to (B)(6) 2012. A timekeeping accuracy test was performed and the pump was found to be keeping time within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the suspend history shows the pump was suspended on (B)(6) 2012 from 9:40pm to 10:19pm. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be delivering insulin accurately. The pump did not self-suspend during testing. A suspend was performed during investigation and the pump emitted the appropriate audio-visual alerts. The suspend was accurately recorded in the pump history. There was no damage found to the keypad, and all buttons responded appropriately to button presses.

Event description:
The patient contacted animas on (B)(6) 2012, reporting that the basal history was incorrect. The patient mentioned that for the past two months, the blood glucose (bg) level has been high on the meter and is currently reading 288mg/dl with ketones. The patient corrects high bg with bolus from the pump and minimal carbohydrate intake. Troubleshooting indicated that the time was inaccurate. The patient does not have a endocrinologist and the settings have not been adjusted by a healthcare professional in years. The patient has multiple health issues such as high kidney function and cardiac issues. The total basal rate was incorrect. Troubleshooting also indicated that the pump was suspended without user intervention. This report is being made because the use of an insulin pump, use error and diabetes management contributed to the blood glucose incident.